Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the port prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from july 18, 2019 - july 22, 2019. H10: the device was received for evaluation containing fluid in the bladder. Visual inspection revealed evidence of leak/backflow at the fill port when the fill port cap was removed. The cause of the leak/backflow was due to a particle lodged under the device checkband. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the device stressmember located inside the bladder. The reported condition was verified. The most probable cause is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.